Event description:
This report is to advise of an event observed during analysis.

Event description:
(B)(4). Same case as 2134265-2010-04345. It was reported that following a carotid artery treatment procedure, the patient experienced low blood pressure. The lesion being treated was located in the right common and internal carotid artery. The lesion was pre-dilated using an unknown balloon catheter. A filterwire ez was positioned and a carotid wallstent was implanted. The lesion was port-dilated with an unknown device. Post procedure, 0% stenosis was noted. During the index procedure, post stent deployment, the patient experienced low blood pressure, which was treated with a vasopressor. The event was resolved 5 days post treatment.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
No complaint was received with the return of the device. Failure (event) observed during analysis. Analysis revealed outer insulation abrasion at 13.5 cm and 21 cm from the connector. These abrasions did not cause the damage to the rv cable insulation under the abraded areas. The abrasion is consistent with that caused by friction with the ICD can. The lead exhibited normal electrical characteristics. (B)(4).